Event description:
Boston scientific received information that during a routine device interrogation, a commanded shock impedance measurement greater than 125 ohms was observed in the triad configuration. Following a programmer upgrade, shock impedance measurements in the triad configuration were within acceptable limits. No further testing was performed and the device currently remained in the triad configuration. To date, no adverse patient effects were reported during this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.